Event description:
It was reported that the patient had the inflatable penile prosthesis ump component removed due to a dimpled pump. A new inflatable penile prosthesis pump component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump stayed flat when pressing the bulb.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specifications. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis ump component removed due to a dimpled pump. A new inflatable penile prosthesis pump component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump stayed flat when pressing the bulb.